Event description:
Customer reported a lost sensor alert. The transmitter ID was programmed correctly into the insulin pump. Customer also reported a large difference between the sensor glucose reading and the blood glucose readings. When the sensor glucose reading was at 47 mg/dl, the blood glucose reading was 152 mg/dl. He stated that the blood glucose was not trending in the same direction as the sensor glucose graph. The customer was adhering to calibration protocol. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.